Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at 2.34 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that the patient's pump went empty last year; the patient thought it was last summer around (B)(6). The patient had not made an appointment after the pump was filled and then when it came time for her next refill she didn't realize it until her pump started alarming. When the pump went empty, all of the patient's pain came back and she started suffering from withdrawals suddenly. The pump was empty for 2-3 days before she could get it refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.